Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, insulin was not observed exiting the infusion set tubing. The cartridge and infusion set were changed. Insulin was observed exiting the tubing. Blood glucose was 343 mg/dl.